Event description:
The customer reported there was a severe central leak of the valve at implant.

Manufacturer narrative:
Method: device not received for evaluation. Conclusion: device evaluation anticipated but not yet begun. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device is currently en route from europe to us product evaluation lab. Follow up report will be filed as soon as the evaluation is completed. No additional information has been provided regarding the event or patient condition. No intra-operative echocardiography has been provided.

Manufacturer narrative:
Evaluation summary: customer report of central leak cannot be confirmed based on visual observation. No visible inconsistencies observed on leaflets. The wireform was intact, as evident in the x-ray. Edwards lifesciences research and development concluded its functional testing. Summary and conclusions: this valve was explanted at implant ¿severe central leak of the prosthetic valve,¿ which could not be reproduced by the edwards¿ standardized in vitro testing. No echocardiography recording was provided, thus the reported ¿severe central leak¿ cannot be confirmed. Edwards¿ standardized in vitro testing demonstrates that the immediate functionality of the valve is acceptable per (B)(4). No central hole is present in the fully closed position, thus the leakage measured appears to be non-central in origin.